Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced, the generator interface board and fuses were re-seated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system high level fluoro would not work and there was no image on the monitor. No pt injury was reported.